Event description:
The healthcare provider provided additional information indicating that the cause of the infection is unknown. The most likely cause was post surgical infection. The issue hasn't been resolved. It's unknown if device removal or replacement will be planned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a little over a week ago the patient noticed an infection on the right side of the implant. There is a little bit of pus underneath it. This morning the patient had just gotten out of the shower and they could tell there was an infection so they wrapped a q tip on it and some pus started coming out. They called the doctor's office and they told them to call the manufacturer to make sure they knew what was going on. They put the patient on an antibody medication. They didn't culture it. They want the patient to see the surgeon. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient said they were sore up there when they rubbed their head a little over a week ago.

Event description:
The reason for call was patient reported they had to take the device out because they got an infection in (B)(6) of last year. Patient stated they don't know if anyone was notified of the infection.

Manufacturer narrative:
B3: date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.